Event description:
It was reported on (B)(6) 2014 that the reporter was in the operating room (or) at the time of the report and was notified of the case the day prior to the report. The reporter stated that ¿about two weeks ago¿ the patient had a high impedance reading and a return of symptoms. It was discovered that one of the patient¿s old extensions had broken and she denied falling. The impedances were showing within normal range now. Six days later, it was reported that the extension was replaced and all impedances were normal. The patient was doing fine. Four days later a printout of the impedances was submitted. The impedances were all greater than 40,000 ohms on combinations that included electrode 1 or 2.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387s-40, lot# v136592, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3387s-40, lot# v033941, implanted: 2007 (B)(6); product type lead (B)(4).